Manufacturer narrative:
Updated fields: d4 expiration date, h4.

Event description:
No additional information received from customer.

Event description:
During a procedure, it was reported that the cutting wire of the device was broken. No harm was associated with this event. The event was completed with another device.

Manufacturer narrative:
E1: customer's phone number presented as:(B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: ¿the covering of the knife wire was peeled and dislodged¿. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of ¿cutting wire was broken¿: 1. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2. Under circumstances described above 1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. The condition of ¿covering of the knife wire was peeled and dislodged¿ was presumed to have been due to the following: it can be inferred that some kind of force might have applied to the coated portion of the cutting wire when the device was withdrawn from endoscope after the coated portion of the cutting wire has torn. This might have caused the coated portion of the cutting wire to detach from the cutting wire. As a result, the coated portion was partially missing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.